Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device was explanted and successfully replaced, and it is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.